Event description:
Reportedly, the pacemaker (kora 250 dr) and the vega r58 lead were implanted in (B)(6) 2023. At the implantation, good electrical measurements were obtained . A routine in clinic follow-up was performed (2 month post implantation), the patient reported to the physician that he felt dizziness. During the follow-up, the physician found intermittent ventricular capture even at maximum output. In bipolar and unipolar modes (sensing and impedance values were stables) the physician decided to explant the ventricular lead and the kora dr pacemaker. A new lead was implanted.

Event description:
Reportedly, the pacemaker (kora 250 dr) and the vega r58 lead were implanted in (B)(6) 2023. At the implantation, good electrical measurements were obtained. A routine in clinic follow-up was performed (2 month post implantation), the patient reported to the physician that he felt dizziness. During the follow-up, the physician found intermittent ventricular capture even at maximum output. In bipolar and unipolar modes (sensing and impedance values were stables) the physician decided to explant the ventricular lead and the kora dr pacemaker. A new lead was implanted.

Manufacturer narrative:
Device history report analysis shows that the device related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, nor deviations that could result in the reported incident. The electrical tests were performed and did not reveal any abnormality. Visual inspection revealed blood into the ventricular cap. It is still unknown if this finding is the root cause of the reported issue. The analysis of the lead "vega" is still ongoing and a new follow-up will be performed as soon as the results are available.

Manufacturer narrative:
Summary of the investigation: kora 250 dr, s/n (B)(6): the electrical characteristics of the returned device conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. The visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. The issue described in the complaint could not be reproduced. Considering that the return analysis confirmed proper electrical function of the device, the cause of the reported electrical issues is not related to the device. For more details, please refer to the attached report analysis.

Event description:
Reportedly, the pacemaker (kora 250 dr) and the vega r58 lead were implanted in (B)(6) 2023. At the implantation, good electrical measurements were obtained. A routine in clinic follow-up was performed (2 month post implantation), the patient reported to the physician that he felt dizziness. During the follow-up, the physician found intermittent ventricular capture even at maximum output. In bipolar and unipolar modes (sensing and impedance values were stables) the physician decided to explant the ventricular lead and the kora dr pacemaker. A new lead was implanted.